Manufacturer narrative:
(B)(4). Although requested, the devices have not been received for evaluation. A follow up report will be submitted should the devices be returned for investigation or if additional information is obtained.

Event description:
Received report that alaris pump stopped working and flashed the message "communication error." Details of the event are as follows: at the end of a minor surgery for melanoma behind the ear, a patient with a previous history of mi went into v-fib and the following were initiated: core, 12 lead EKG showing st elevation, echo, acute mi protocol. The patient was also placed on a neosynephine drip. After looking at the results of the echo, patient was emergently sent to cath lab and in route, alaris pumps infusing nitro and neosynephine stopped infusing and displayed "communication error." Patient's bp was below map of 60. Epinephrine was given via syringe to keep patient's blood pressure up during transport. Following the event, the patient was transferred to the ICU due to severe mi. Patient had 3 pc units and 12 modules infusing and the customer does not know if the event devices were sequestered. No additional patient or event information was provided.